Event description:
As reported, in 2008, this pt underwent endovascular repair using gore excluder aaa endoprostheses. The pt presented with right leg ischemia about 9 days later. An angiogram revealed compression of the ipsilateral leg of the trunk ipsilateral leg component and right iliac thrombosis. Thrombolysis was used to resolve the issue, resulting in a left arm hematoma, due to anticoagulative therapy. A reintervention occurred 2 days later, using boston scientific ultrathin balloons to expand the device. At approximately one week later, a boston scientific wall stent was implanted. The pt is reportedly doing well.

Manufacturer narrative:
A review of the manufacturing paperwork is being conducted.